Event description:
It was reported that the customer alarmed while attempting to prime. The customer changed the reservoir and tried to prime several times with the same results. The blood glucose reading was 12.0mmol/l. The caller also mentioned that insulin squirted out during the manual prime process, and the device was stuck on the prime loop. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.